Event description:
Nurse opened the prepackaged nipple to place on formula for a parent to feed. The nipple was oddly shaped and had a dark colored splattering of something on it. Saved package and nipple and retrieved new one.